Event description:
It was reported that the user experienced low blood glucose after announcing dessert, specifically ice cream, as a usual dinner when the carbohydrate amount was smaller than a typical dinner, which led to dosing inconsistent with actual intake. Symptoms included hypoglycemia with blood glucose in the low 70s mg/dl, without adverse reactions. Outcomes included self-treatment with fast-acting oral carbohydrates and return to normal blood glucose, with no alerts or alarms and no need for medical intervention. Investigation included troubleshooting and user education on carb counting, meal size selection, and meal announcement timing. Investigation of this case revealed user technique contributed to the event, and education was provided to announce such meals as less than usual if approximately half the typical dinner carbohydrates and to announce meals no sooner than 15 minutes before eating. It was concluded that the device functioned as designed and that user education addressed the reported issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.